Event description:
The customer initially reported experiencing pressure injuries with the use of the hillrom progressa bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer initially reported experiencing pressure injuries with the use of the hillrom progress a bed. Additional details received found that there was no patient injury associated with this device. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The functionality of this device could not be confirmed, as this investigation is still ongoing. However when any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The customer initially reported experiencing pressure injuries with the use of the hillrom progressa bed. Additional details received found that there was no patient injury associated with this device. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. An inspection of the bed by a hillrom technician found that the bed was functioning correctly and in accordance with the technical manual. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hrc technician investigated the device thoroughly and could not replicate the reported issue. No malfunction. There was no patient involvement or serious incident reported and should this incident recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, hillrom does not consider this complaint reportable. Based on this information, no further action is required.

Event description:
The customer initially reported experiencing pressure injuries with the use of the hillrom progressa bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).